Manufacturer narrative:
Qc was within specification in 2007. Qc levels ii and iii were within specifications one day later. Qc level I was out of specifications high on the same day and recovered within specifications upon two repeats. The sample was collected in a plastic, bd, lithium heparin tube with gel. The specimen was processed via an automation line and was sampled from the primary tube. A field service engineer (fse) was dispatched to the customer's lab: the fse ran carryover testing with no issue. The fse performed diagnostic testing which failed. The fse verified all alignments on the analytical module. The fse found the wash manifold leaking, replaced vacuum pump, cleaned the wash ring and then repeated the diagnostic testing which failed again. The fse replaced aspirate probe tubing and found guide rod on the ejector plate loose causing the plate to wobble, which was secured. The fse conducted diagnostic testing with good results. The fse performed a 50 replicates precision testing, using low level accu tnl qc, and system check; both tests passed. The fse verified the instrument per established procedures. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc., regarding an erroneously high troponin (accu tnl) result that was generated by the unicel dxl 800 access immunoassay system for a single pt. A pt sample was tested for accu tnl and a result of 0.53ng/ml was obtained. The result was reported out of the lab and questioned by a physician. The sample was re-tested on a different instrument in the customer's lab and 3 results of 0.01ng/ml were obtained. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.